Event description:
A falsely elevated troponin (ctni) I result of 16.36 ng/ml was obtained for the ctni method. The doctor questioned the result. The next sample drawn 12 hours later had a result of 0.05 ng/ml. When the technician pulled the original sample to repeat the analysis, it looked "thick". She respun it, reassayed for ctni and obtained a result of 0.05 ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result. The error is believed to have been due to sample integrity. Fibrin can cause a high result.